Manufacturer narrative:
The product was returned. An evaluation of the device is anticipated, but not yet begun. A review of the manufacturing records was not possible as lot number was not provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when the bedside nurse moved the patient line, the distal patient line tubing disconnected from the patient line stopcock. The edms was immediately replaced and there was no csf leakage. It was also reported that there was no impact to the patient.

Manufacturer narrative:
Only a portion of the patient line assembly was returned. This precluded the leakage and patency tests. The patient line tubing was observed to be disconnected from the tubing to luer connection at the proximal end of the returned patient line. Adhesive was observed in the interior of the connection. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.